Event description:
A us distributor reported that a patient was experiencing check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was open, causing the failures. The root cause for the open wire could not be positively identified. No adverse event resulted from the damaged belt.